Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The ICD exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended.